Event description:
It was reported the patient died approximately 4 months after device implant. Follow up with the clinic reported they do not have the cause of death, but the patient was placed on hospice approximately seven weeks prior to death for failure to thrive and right lower lobe consolidation, pneumonia versus congestive heart failure. It was unknown if patient was pacemaker dependent.

Event description:
It was reported the patient died approximately 4 months after device implant. The cause of death has been requested and not received.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed), outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) outer insulation breached esc, all conductors blood/body fluid (not obstructed), outer insulation cosmetic depression. Proximal segment returned and analyzed.